Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that during the implant procedure, it was difficult to insert the ventricular lead into the header of the device. The lead was not used and replaced.